Event description:
It was reported that during the procedure, when advancing a 2.5x23 rx xience xpedition stent delivery system (sds) without unusual resistance into an unspecified guiding catheter, an unusual bend on the shaft was noted and the hypotube shaft separated at that bend site. As the separation site was located outside of patient anatomy, both pieces were simply withdrawn. Another unspecified device was used to successfully complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and kink were able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.